Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ""do not use excessive force when inserting suture anchors. Excessive force (long hard hammer blows) may cause fracture or bending of the device." Under warnings it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants."

Event description:
It was reported that patient underwent an anterior cruciate ligament procedure utilizing a femoral aimer on (B)(6) 2012. During the procedure, the tip of the femoral aimer fractured off inside patient's knee. The fractured tip was then removed from the knee cavity. As a result, there was a delay in the procedure over 30 minutes.